Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted. Post procedure, the patient felt chest pain when he returned to his room. An ultrasound and echocardiogram revealed an effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.